Manufacturer narrative:
Concomitant medical products: product ID 3058, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4). Reference report- 3004209178-2014-17729.

Event description:
Additional information from the consumer reported that with the burning sensation on her vagina, she thought that stim was too high at first and the health care professional (hcp) lowered it. The therapy helped with urinary symptoms but the patient stopped using the device because of the burning sensation. The device was replaced on (B)(6) 2015. During the replacement, the hcp determined that one wire was wrong and the wires were replaced. Omitted information about fall- cat scan unrelated- see general text and (B)(4)- new device.